Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13956. Related manufacturer reference number: 2938836-2019-13958. It was reported that when the patient presented at a follow-up in-clinic, an x-ray confirmed that the right ventricular, left ventricular, and right atrial leads were dislodged. All three leads were re-positioned with successful placement the same day. The patient was stable after the procedure.